Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor issues and has had low blood glucose of 35 mg/dl. The customer indicated that the sensor did not alert for low blood glucose. Troubleshooting advised customer to monitor the pump and to follow up with their doctor regarding the low blood glucose.